Manufacturer narrative:
Reliability analysis inspected one random opened/used partial sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the needle anomaly due to needles not being returned. Unable to confirm the adhesive anomaly due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their blood glucose level and sensor readings being too far apart. The customer also reported receiving a calibration error. The customers mother reported that the device was going into threshold suspend. The customer's blood glucose level at the time was 166mg/dl. The customer's sensor reading was 40. Troubleshoot was conducted, it was determined that the sensor would be returned for analysis and replaced.